Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collets with dried serum in the reported problem area of the pipetter assembly. The fse cleaned all tip eject sleeves and tip clamps. The instrument was inspected, tested without further problem, and returned to service.